Event description:
During preparation for use, the handpiece was leaking saline from the cutter release button. There was no patient involvement or delay to the procedure. There is no report of adverse consequence as a result of this event.

Manufacturer narrative:
The cutter accessory has been returned to the manufacturer; it has been confirmed that the handpiece will not be returned.